Event description:
It was stated that the customer was hospitalized for low blood glucose levels with a reading of 20 mg/dl. It was stated that the customer had just received a replacement insulin pump and the programming was not correct. The nurse assisted the customer in programming the correct settings. The reservoir volume matched the amount of insulin in the reservoir. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.